Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 6 december 2016. The fse inspected the analyzer and found that the diluent was not coming out steadily and the waste tube in the back had fluid in it. The engineer replaced both the 2 way valve and diluent then ran the daily check which passed with no air detect errors. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the pump and valve

Event description:
On (B)(6) 2016 a customer reported upon start up receiving error code 2012 air in diluent with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg and e2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.